Manufacturer narrative:
Additional information was obtained indicating the actual malfunction was that the caster wheel was sticking when unlocked. This was noticed while the system was in a stationary position. There was no reported harm to user or patient. Therefore, this product malfunction is considered to be a non-reportable event.

Event description:
The manufacturer previously reported that the steering node is intermittent on their epiq ultrasound system. Additional information was obtained indicating the actual malfunction was that the caster wheel was sticking when unlocked. This was noticed while the system was in a stationary position. There was no reported harm to user or patient. Therefore, this product malfunction is considered to be a non-reportable event.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Event description:
The customer reported the steering node is intermittent on their the epiq ultrasound system. The reporter confirmed that there was no reported injury or safety concern. The field service engineer will be dispatched to the site to evaluate the system and determine the issue and root cause of the issue which will be included in a follow up report upon evaluation completion.